Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported. Additional information provided by the patient indicated that this right ventricular (rv) lead became loose. Therefore, the replacement was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, g2 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.